Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they met with a manufacturer representative who tried everything, but didn't get it to work. They found out that the medical team had to cut the wires because it wouldn't fit during the back surgery. The patient had to go back in two months and if her legs still hurt she was going to have another neurostimulator put in.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
It was determined that the patient's pneumonia was unrelated to the device/therapy.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a loss of stimulation since having back surgery. The patient stated that the programmer screen shows the implant was on. The patient tried increasing stimulation and did not feel any stimulation. The patient reported that she had to go back into the hospital on (B)(6) due to pneumonia. The indication for use was post lumbar laminectomy syndrome. If additional information is received a follow-up report will be sent.